Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The blood glucose reading was 20 mmol/l at the time of call and blood glucose at time of incident was 29 mmol/l. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. Customer feels okay to troubleshoot. Customer was performed high pressure test and displacement verification test and it was passed. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.